Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed motor error. The blood glucose reading was 28 mmol/l. The caller stated that after the motor error occurred, all of the settings disappeared from the device. It was observed that the basal and bolus settings were gone. The caller reported that the insulin pump had been exposed to a dental x-ray machine. The customer was advised to go to a walk-in clinic to treat. Advised replacement of the insulin pump. She stated that she went to the hospital, and the blood glucose reading upon arrival was 16.5 mmol/l. On the call, the blood glucose reading rose to 24.5 mmol/l, and she complained of difficulty thinking straight. She treated with a manual injection and food. Advised the customer to call back to get help with resetting the device. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.